Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer stated that he received a sensor glucose reading of 50 mg/dl when his actual blood glucose level was 110 mg/dl. The customer further stated that the sensor cannula broke off in his body and that the insertion site was red and inflamed. The customer stated that he was able to remove the cannula with tweezers. The customer declined troubleshooting. Nothing further reported.